Event description:
Customer alleged eye burning sensation for the past week while working around the sterrad 100nx sterilizer. At this time all the details of the event have been requested, but have not been received.

Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site: per the asp field service engineer, the system was idle upon arrival. No mist or peroxide smell observed. The fse made unrelated repairs to the system. The system passed all verifications and an empty cycle. Results: the fse made unrelated repairs to the system.